Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector during user handling of the device, causing abnormality in electronic components and the reportable event occurred. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image and a scope communication error (e315) displayed due to evident fluid ingress in the plug body when dismantled. Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. This issue likely occurred during the manual leak check or during the cleaning process which is attributed to user handling. Upon further inspection, it was observed that the adhesive of the optical and light cover glasses were worn. It was also observed that the sealant of the outlet pipe was worn. It was observed that the distal end cap was worn. It was also observed that the adhesive of the distal end was lifting. It was observed that the coloured ring of the aspiration, air and water housing was worn. It was also observed that there was water leakage/ water ingress in the scope connector. It was observed that the bending angle and play in the up and down direction did not meet specifications. Lastly, it was observed that the scope did not pass the electrical safety test due to not meeting specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope image was lost when connected to the stack. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that scope communication error (e315) was present which, is a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunction found during evaluation.